Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5037128. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: pt was having an IV started in her right antecubital area. The vein was accessed with good blood return. The IV catheter was unable to be advanced, and the catheter and needle were removed. The catheter had a hole in the side of it with the needle sticking through the hole. The IV catheter was inspected by 3 rns, and it was determined that all the catheter was removed from the patient. Event date: 05/16/2025. Was there injury? No but has the potential for patient/caregiver harm.